Event description:
It was reported by service report that the bed had the accessory power cord was missing. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Accessory power cord.